Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as adhesive patch detached from cannula housing or base prior to insertion during tubing unwinding. The patient replaced infusion set and resumed insulin deliveries successfully.